Event description:
Event description per attorney letter dated (B)(6) 2008: (B)(6) 2002: composix kugel mesh placed. On (B)(6) 2003: removal due to migration, intestine grown into mesh and mesh protruding into fascia (kugel mesh used in (B)(6) 2003 surgery as yet unidentified) and (B)(6) 2006 surgery for partial bowel obstruction and removal of mesh. Event description based on provided medical records: on (B)(6) 2002, pt underwent laparoscopic repair for recurrence of three separate small ventral hernias. A 18 x 14 cm piece of two sided mesh was used. On (B)(6) 2003, pt presented for recurrent ventral hernia with mesh protruding into the subcutaneous tissue. Mesh was removed from the underlying abdominal tissue. There was a loop of intestine which was stuck to the polypropylene portion of the dual mesh and part of the mesh was protruding up into the fascial defect. Mesh was then explanted. An unidentified polypropylene mesh was placed. On (B)(6) 2006, pt presented with recurrent ventral hernia, small bowel obstruction and severe symptoms. Hernia sac fenestrated and there was mesh within it from a previous repair. Hernia was repaired with a non bard type mesh.

Manufacturer narrative:
We have contacted the initial reporter to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the review of medical records provided, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. See MDR 1213643-2007-00894 for information related to the composix kugel mesh implanted on (B)(6) 2002.